Event description:
It was reported that the pump of this inflatable penile prosthesis was not refilling. The computed tomography was performed, and it was observed that the reservoir was completely empty. All the components were explanted and replaced. No patient complications were reported.